Event description:
Pt was prepped and draped for surgical procedure. Md applied sterile tourniquet cuff to left upper thigh of pt's leg. Leg was elevated and the tourniquet cuff was inflated to 285 mm of pressure. Almost ten minutes into the procedure, the tourniquet machine increased pressure of the tourniquet cuff without warning or alarms. Just a rapid inflation sound was heard from the machine. The disposable sterile extension tubing to the tourniquet machine was immediately cut by md at the sterile field. The tourniquet machine, cuff and tubing were immediately replaced. Biomedical engineering could not find anything wrong with the machine and the machine was placed back into service.